Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that at implant the physician attempted two times to place a right ventricular lead. The first lead could not be placed in the desired location. The doctor stated that it felt as if the wire was "sticky or having lots of resistance" and later said that it was as if the "wire [was] tangled or [due to] patient anatomy." The implant attempt with the second lead had the same result. Both leads were not implanted and another lead was used. No patient complications have been reported as a result of this event.